Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that his vns therapy programming laptop was no longer operating properly, in that it did not properly power on. Laptop was subsequently returned to manufacturer for product analysis. During analysis the anomaly of the laptop not powering on was confirmed. What caused this anomaly could not be determined during the analysis but is most likely associated with a defective power input board in the laptop. It was also identified that the main battery could not power the laptop longer than 30 minutes. This is expected behavior since the device is more than 2 years old, and the battery performance is known to reduce over time.